Event description:
It was reported that the irc5po2v concentrator is alarming with 2 green & 1 red indicator light. Also, the power switch will not start unit, the 4-way valve randomly sticks, o-ring, hose clamp, wire ties and pilot valve were replaced.